Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and the tandem-provided usb charging cable and that they were damaged. Replacement supplies were sent to resolve the issues. There was no reported adverse impact to the customer's blood glucose level.